Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced distorted vision that did not clear up. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The lens was returned in a container with a lid in a clear watery fluid. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with the reported handpiece. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for the reported distorted vision. Extensive optic damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).